Event description:
It was reported that during an unspecified procedure, the balloon was "torn out." No anatomy details have been provided. While advancing the balloon catheter through the femoral puncture site, the physician found blood leakage in the hub. When removed out of the body, the ultra 2 monorail balloon was found to be "torn out." There was no detachment of any pieces of the balloon. There were no pt consequences, and the procedure was completed with another of the same devices. Pt status was reported as 'good.' Additional information has been requested regarding this event.